Manufacturer narrative:
Conclusion: based on the available information, reduced performance of the valve may be attributed to host tissue overgrowth (pannus). This finding is generally considered a patient-related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. No unique device identifier was provided. The information populated was arbitrarily chosen based on the available information provided. The exact implant date of the valve was not provided, however the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and eleven months post implant of this bioprosthetic valve implanted in the tricuspid position of a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. An echocardiogram revealed pannus overgrowth and/or "frozen" leaflets on the bioprosthetic valve. Additionally, the bioprosthetic valve was stenotic and had regurgitation. For these reasons, the tpv was implanted. No additional adverse patient effects were reported.